Event description:
It was reported that during intra-aortic balloon (iab) therapy, a sensor malfunction occurred and arterial pressure could not be used.

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation conclusions), h11. Corrected fields: b5, d4 (UDI no., version or model , catalog no.), d7a, e3. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a sensor malfunction occurred . There was no reported injury or adverse event to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.